Manufacturer narrative:
Received the following. New samples: set #1- one (1) bd alaris pump infusion burette set. Set #2- eleven (11) list #cl3964. Set #3- seven (7) list #cl2000s-rc. Used samples: set #1- one (1) extension set with filter. Set #2- two (2) bd alaris pump infusion set 0.2 micron filter connected with two (2) chemolocks list #cl2000s-rc. Set #3- one (1) bd alaris pump infusion set back check valve set #4- one (1) list #unknown, bag spike adapter connected with one (1) chemolock non-spinning. Set #5- one (1) list #cl2000s-rc. As received, in all the chemolocks a good shear tab activation and no damage on the splines were observed. The chemolock assemblies mechanics were correctly activated, the residual torque of the chemolocks were found to be within specifications. The female luer of the chemolocks and the male luer of the mating devices were confirmed to comply with iso design expectations. Complaint of disconnection / loose can be confirmed based on the evaluation of the chemolocks evaluation. However, after evaluated the chemolocks and the mating device nothing wrong was confirmed with them. The probable cause of the disconnection is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a chemolock® w/red cap where it was reported that the customer was having regular disconnections between cl2000s and their bd alaris tubing during patient use. They discarded the product in question, but they were able to recreate the concerns they were having with their tubing and cl2000s, which can be sent in for review. Other products involved at time of event: bd tubing with list number 2432-0007 and ext tubing with list b9061 and lot 13671625. The product was in use for 18 hours. Additionally, the customer stated that they found a patient disconnected from their line with drug and blood leaking out. Medication involved was blinatumomab. The event occurred at 4pm. There was patient involvement, no harm/adverse event, and there was delay in therapy.